Event description:
A hosptial employee reported that a patient experienced elevated blood glucose levels and severe ketoacidosis during the use of a novopen 3 demi with novorapid (insulin aspart). The patient is using protaphane penfill (long acting human insulin) with other device concomitantly. These products are reported as MFR report 9681821-2003-00070.